Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An evis exera iii gastrointestinal videoscope device was returned to olympus for evaluation, it was observed that there were foreign objects clogging the nozzle, which is identified as a reportable event per the risk summary application (rsa). The new aware date for this reportable malfunction is 25jun2024. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d8 and correction to g3 of the initial medwatch. The aware date should be june 25, 2024. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The legal manufacturer was unable to confirm whether the customer's reprocessing steps were deviated from the instructions for use. Based on the results of the investigation, the type of the material or root cause cannot be identified. There was no physical damage at the place where the foreign material remained. The event can be detected/prevented by following the instructions for use: instructions for use states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.